Manufacturer narrative:
The insulin pump was received with unable to prime due to faulty force sensor relay. No unexpected alarms noted during testing. The insulin pump had minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped, dropped or exposed to moisture. The drive support cap appears normal. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.